Event description:
During an atrial fibrillation procedure, the sheath was inserted into the vein, and while manipulating the dilator it was noted that the blue hemostasis valve cap of the sheath was detached. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture was performed due to sheath replacement.

Manufacturer narrative:
Additional information: one 8.5f swartz braided introducer sheath and dilator were received for evaluation. Visual inspection revealed the blue hemostasis cap had detached from the sheath hub. Microscopic inspection revealed there was no evidence of weld on the hub cap, consistent with the detachment.